Event description:
It was reported there was complete pacemaker failure. The device was connected to a patient, but it was reported there was no injury.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event. The device passed all electrical testing. The visual anomalies observed would not have caused the reported behavior. The side bail covers, the ring cover, the lower case, and the battery drawer were broke, and the battery contacts were discolored. One ring bail was missing. The battery returned with the device tested below the end of operation voltage, which would cause the unit to shut down.

Event description:
It was reported there was complete pacemaker failure. The device was connected to a patient, but there was no injury. Follow-up attempts to obtain additional information were unsuccessful.